Event description:
A (B)(6) male pt contacted zoll customer support to report that a response button broke off of his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button missing) was confirmed. Upon receipt the front response button cover and metal dome were missing. The response button was non-functional due to the missing response button dome. In the event the monitor detects a treatable rhythm at the response button screen, the monitor would bypass the screen in order to deliver a treatment. The monitor was otherwise fully functional and able to detect and treat a pt upon initial eval. The root cause for the missing response button cover and metal dome cannot be positively determined. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.